Manufacturer narrative:
In order to fix the issue, the field service engineer replaced the batteries. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries had short run time. There was no patient involved.